Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a registered nurse inserted a 22g IV into the patient's right forearm. When registered nurse was going to put a tegaderm over the site, the patient was noted to have been bleeding from site, and it wasn't stopping. The registered nurse then attempted to flush the IV and noticed that while flushing, liquid was coming out from a hole in the catheter near the IV hub. The registered nurse removed the IV from patient's right arm and applied pressure to site. Gauze dressing and tape were applied to the patient's right forearm. The event occurred at the hospital. The original intended procedure was peripheral intravenous access. Delay of therapy was unknown. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.